Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 80% stenosis in the diagonal artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It is reported that strut damage occurred during delivery through the diagonal artery lesion. The procedure was then completed using another resolute integrity device (rsint30034x; lot: 0008471518). No patient injury was reported. The physician has reported that the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.